Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I/spinal pain. It was reported that the patient was unable to turn patient programmer off or on and it had not done so in a long time and they could not put device in MRI mode. The hcp clarified they were referring to the neurostimulator (ins) that could not turn on/off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the cause of the patient¿s device turning on/off was that the device needed to be revised. It was reported that they were scheduling the patient for a revision upon obtaining medical clearance. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated.